Event description:
It was reported that the pt was seen by md after pt heard a click sound and felt warmth around the ICD. Interrogation of the device was attempted, but no telemetry could be established. The device was explanted. No patient complications have been reported as a result of this event.